Event description:
Reportedly, when the pad was removed from the right upper thigh, a large red marking was noticed at the pad location. Patient is alledgedly suffering pain and muscle weakness in the area. Patient is using pain meds for pain relief. There are currently no markings on the patient's right upper thigh. It was an 11 hour surgery and there was no report of patient burn after the pad was removed. An x-ray was done to check on fracture but nothing was found. Use of ultrasonic device to examine patient so, dut was also ruled out after report of muscle weakness was made.